Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the investigation results and the information provided, the exact nature of the foreign material in the subject device could not be definitively determined. It is possible that the material was silicates, likely originating from a medical solution or tap water. There was no physical damage to the air/water nozzle, and reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be identified. The event can be detected/prevented by following the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.6 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported event was caused by the reprocessing process being unsuccessful due to physical damaged to the subject device. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection; IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.